Event description:
A patient reported blood glucose results of 202 and 90mg/dl with a lifescan meter, performed within 10 minutes of each other. The patient contacted a medical professional for advice and did not receive any treatment. The test strips were in good condition and not expired. The patient did not have control solution to check the test strips. Physician advised the patient to come and do a lab test. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.